Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported erroneous results for one patient sample tested for intact human chorionic gonadotropin + the b-subunit (hcg + b). The initial hcg + b result was 8.01 miu/ml. The sample was repeated with a result of 0.100 miu/ml accompanied by a data flag. Both the initial result and the repeat result were reported outside of the laboratory. A second sample was collected and tested for hcg + b with a result of <0.1 miu/ml. No adverse events were reported. The hcg + b reagent lot number was 180039 with an expiration date of 12/30/2015.

Manufacturer narrative:
A specific root cause could not be identified. No reagent or instrument issue is evident. Dirt on the gripper finger or disposable contamination has not been excluded. Electromagnetic interference event could not be excluded.